Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a right tha in (B)(6) 2011 with no complications noted. Medical records reveal lab results indicating elevated metal ions. No further information was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 50mm. Item: 157450. Lot: 757140. Taperloc micro lat fmrl 10mm. Item: 15-103204. Lot: 164310. M2a-magnum 42-50mm tpr insrt-3. Item: 139254. Lot: 012180. G2: foreign ¿ canada. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported at this time. It was confirmed that no further information could be provided